Manufacturer narrative:
A ge rep evaluated the system and cleaned the cpu circuit board slot and reseated the cpu board. System operates as intended.

Event description:
Customer reported the system cannot boot up. No pt injury was reported.